Event description:
It was reported that after inserting an intraocular lens (iol) into a patient's right eye, the patient has kept complaining about photic phenomena. The lens was explanted in a secondary surgical procedure. It was indicated that the product not available. No further information is available.

Manufacturer narrative:
Patient age, weight and ethnicity: unknown/ not provided. Email address: unknown/not provided, as information was asked but not provided. Initial reporter telephone number: (B)(6). It was indicated that the device is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.